Event description:
It was reported device migration occurred. A left atrial appendage (laa) closure procedure was performed under intracardiac echocardiogram (ice) imaging, and a 35mm watchman flx pro closure device was implanted. At the 45 day routine follow up, computed tomography (CT) imaging revealed the closure device had migrated from its originally implanted location. There also appears to be a leak. Complete opacification of the laa was also noted. The physicians decided to have the patient remain on their oral anticoagulant (oac) medication. No further interventions were performed.